Event description:
It was reported on (B)(6) 2024, when the tfna blade was implanted, the blade was too far in by approximately. 2mm. This was probably because they wanted the lines on the impactor to be in line at the end. When testing on the synbone, the lines were not quite in line, i.e. Parallel, but not in line, and the blade was correctly positioned on the cortical bone. However, as they always pay attention to inline, they continued to impact, and as a result the insertion handle with the tissue protection sleeve penetrated the cortex. The notch in the nose of the tissue protection sleeve was visible on the synbone, approximately 2 mm, and the blade therefore also penetrated 2 mm too deeply. It is unknown if there was surgical delay or patient impact.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned sample found the device exhibited damaged by deep dents on the surface of the head and near the edge of the hole. This observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. Additionally, one color marking yellow and two red were completely missing. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A functional inspection to confirm misalignment of lines can not be performed due to unavailability of mating device and the inability to replicate the complaint condition. Surgical technique was reviewed and the following relevant statements for insertion of helical blade were found: pass the helical blade impactor assembly through the guide sleeve and align the red line on the impactor shaft with the red line on the guide sleeve. Advance the helical blade as far as possible by hand. Use light hammer blows on the back of the connecting screw until the impactor comes to a stop at the back of the guide sleeve. In the final position the yellow line on the guide sleeve is in alignment to the yellow line on the impactor. Precautions: image intensifier should be used during helical blade insertion to monitor positioning. Assure that the guide wire is in place while inserting the helical blade to prevent the cannulation from clogging, impeding an optional augmentation procedure. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the guide sleeve yell would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part:03.037.017, lot: 2l49258, manufacturing site: werk bettlach, supplier: na, release to warehouse date: 25 feb 2019, expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.